Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical alarm was not confirmed. The reported event of a system controller exchange was confirmed via analysis of the submitted log file. System controller periodic log files were submitted and downloaded for review and data from the event date of 13oct2025 was reviewed. The driveline was disconnected on 13oct2025 between 04:26:52 and 05:26:52 to exchange the system controller. No atypical alarms were observed. The pump maintained a speed within the low speed limit without any issues while the driveline was connected. The data in the system controller event log files did not indicate any issues with the system controller. No atypical alarms were observed. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues. The root cause of the reported atypical alarm could not be conclusively determined through this analysis. The reported system controller exchange was determined to be due to a user error in which the system controller in response to the atypical alarm that occurred. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 20sep2021. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 IFU section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and states to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate 3 IFU section 2 ¿ ¿system operations¿ instructs states ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. This section also explains how to replace the running system controller with a backup controller and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an alarm on the morning of (B)(6) 2025, exchanged the system controller, and did not call or notify the clinic until arrival at the clinic on (B)(6) 2025 for a battery issue. The patient was known to sleep on batteries. Log files were submitted for review and captured a driveline disconnected alarm on (B)(6) 2025 at (B)(6). Before that, the pump was running as intended. It appeared that before the driveline was disconnected a low power hazard occurred.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical alarm was not confirmed. The reported event of a system controller exchange was confirmed via analysis of the submitted log file. A system controller periodic log file was submitted for review and data from the event date of 13oct2025 was reviewed. The driveline was disconnected on 13oct2025 between 04:26:52 and 05:26:52 to exchange the system controller. No atypical alarms were observed. The pump maintained a speed within the low speed limit without any issues while the driveline was connected. The data in the system controller event log file did not indicate any issues with the system controller. No atypical alarms were observed. Additional information provided communicated that the patient had ebb faults in the past and the controller was discarded. The root cause of the reported atypical alarm could not be conclusively determined through this analysis. The reported system controller exchange was determined to be due to a user error in which the system controller in response to the atypical alarm that occurred. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 20sep2021. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 IFU section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and states to never exchange their system controller without having a trained, and competent caregiver at your side to assist. Heartmate 3 IFU section 2 ¿ ¿system operations¿ instructs states ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. This section also explains how to replace the running system controller with a backup controller, and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.